Event description:
The customer questioned a higher than expected result of 589.75 (unit of measure was not provided) for the architect ca19-9 assay. The result was reported out and the patient went through a diagnostic CT scan performed with an IV contrast medium. (B)(6) results were obtained by the diagnostic procedure and the patient was retested for the ca19-9 assay with a result of 20.32. The same patient sample previously generated the high result was then retested and a result of 19.57 was obtained. No consequences or further impact to patient health were reported.

Manufacturer narrative:
(B)(4). Product evaluation was performed in order to investigate this issue. Review of ticket trending did not identify an increase in complaint activity related to falsely elevated results, returns were not available for the investigation. Accuracy testing was completed using retained kits of reagent lot 41543m500. Acceptance criteria were met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification. There was not enough information to reasonably suggest a malfunction since the falsely elevated results are for a discreet patient. The retest of the sample generated expected results indicating potential sample integrity or handling issue which is addressed in the product labeling. No additional issues were identified.